Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification occurred. On (B)(6) 2024, it was reported that the patient experienced a missed alert which, according to the reported, resulted in a hypoglycemic event. The reported stated that the day of the event, between midnight and 03:00am, the missed alert for a low cgm reading occurred. The reporter stated that the patient was in a ¿diabetic coma¿, would have lost consciousness and was brought to the hospital by an ambulance. At the hospital the patient received treatment with most likely glucagon and unspecified intravenous fluids. When the reporter initially called, the day after the event, the patient would have still been unconscious. When a follow up was done with the reported, 7 days after the event date, the patient would have still been at the hospital. The patient was reported to be recovering but was ¿not in a good condition¿. The reporter could not confirm any more details of the event. The complaint states that an "alert/notification occurred" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.